Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a high tidal volume alarm. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a high tidal volume alarm. The rse recommended that the flow sensor assembly or gas delivery system (gds) be replaced to correct the issue. The investigation is ongoing.

Manufacturer narrative:
The service engineer (se) replaced the flow sensor assembly to resolve the issue. The device was then reset to factory settings, and a performance verification test was performed, and passed all requirements. The system meets the specification for the performed service and is returned to use.

Manufacturer narrative:
A service engineer (se) evaluated the device and confirmed that the device was displaying a high tidal volume alarm. It was reported that when measuring the device, when set to 0, the avg air slpm was -239.9. The se then noted that the flow sensor assembly required replacement. The investigation is ongoing.